Event description:
The technician alleged the side rail will not raise or lower when it does raise it will not latch in the locked position. No pt impact.

Manufacturer narrative:
The technician found the side rail has been bent. The technician replaced the side rail to resolve the issue.